Event description:
Customer stated that after recently changing the batteries, the display on pt's meter is no longer working. The display turns on but only the letter f is displayed. A review of the system was conducted over the phone. This review indicated that the meter was missing segments in the units position. The customer was asked to return for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.